Event description:
The reporter stated they attempted to use a cq2015a collamer three piece lens. When the surgical technician opened the vial, the lens was stuck to the lid of the vial and the haptic broke off. There was no patient contact.

Manufacturer narrative:
Method: device history report review. Results: device history report review - based on the above investigation, no definite root cause for the complaint is determined. The lens could adhere to the stopper if the vial was inverted or shaken during packaging, shipping or handling and storage at the doctor's facility. When the stopper was opened at the doctor's facility, it is likely that the haptic broke off since the lens was stuck to the stopper. Conclusions: based on the complaint history and lens work order search, and device history report review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Implant and explant dates: no patient contact. (B)(4). Method: lens work order search. Results: a work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Product not returned.